Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a worn dso seal, scratched lcd lens, missing battery door, loose latch lock, and a faulty latch lock sensor. No applicable evidence was found in the event history log. Functional testing was able to verify the reported problem. It was determined that the latch lock sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a ¿cassette locked, but not latched. Unlock and reattach cassette" message. There was unknown patient involvement.